Event description:
It was reported that the device went into backup vvi during an attempted cybersecurity update. Patient was asymptomatic. The device was restored to its original settings and the physician elected to forgo the upgrade. The patient will continue to be followed normally.